Event description:
It was reported that the instruments were returned for evaluation and repair. The service evaluation found the instruments failed electrical testing and ¿the black plastic parts are burnt at the connection.¿ there was no report of patient injury as a result of this event.

Manufacturer narrative:
This device is used for therapeutic purposes. Concomitant: ID# cev134 bipolar forceps lot# 090205, MFR dt: 02/2009; ID# cev134, bipolar forceps, lot# 08-06, MFR dt# 08/2006. (B)(4): the instruments were returned for repair. Service evaluation found the instruments ¿failed electrical testing and the black plastic parts are burnt at the connection. The coating next to the jaws of the forceps with the lot 120701 is damaged, without compromising the integrity of the coating. The burn of the plastic part is the consequence of the formation of an electric arc, probably due to the presence of humidity in the connection zone (cable not dried / blood / tissues). The coating damages are in all likelihood due to a cleaning with an abrasive material."